Event description:
Information received regarding the device notes that the patient underwent an uneventful implant and device function was normal. However, during a pre-discharge test, the pacemaker function ceased when the programmer head fell away from the device and the patient returned to complete heart block. The device could not be interrogated or programemd and there was "limited" pacing function at 30 ppm. Subsequently, the device was replaced.